Event description:
Customer reports that, the expiration date printed on the vial is 9/30/06. MFR has the expiration date of this lot as 9/30/05. No injuries reported. Requested return of suspect vial and replacement was sent.